Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an unknown amount of of insulin during the load sequence. The customer added more insulin and re-loaded the cartridge to resolve the issue and was unable to provide additional information. There was no adverse impact to the customer's blood glucose level.